Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed check settings twice. The blood glucose reading was 452 mg/dl. The customer stated that she followed the instructions on paper but did not observe a need to rewind the insulin pump. She stated that the user guide did not tell her to rewind the insulin pump, so she put the reservoir in and went about her business, leading to the high blood glucose event. The alarm occurred during the first rewind. She did not feel the need to troubleshoot for high blood glucose. She was advised to monitor the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.